Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h121 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. Mc: (B)(4). P.t. (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment was completed. The customer reported 1500 ml of whole blood was processed and the ecp treatment was successfully completed with blood returned to the patient. The customer reported when removing the kit a leak was observed around the recirculation pump tubing. The customer stated the patient was safe. The customer discarded the kit and will not be returning product for investigation.